Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: k130520 only the lock adaptor and a part of the sampling system in question were returned as the actual sample to be evaluated. Visual inspection upon receipt found that the actual lock adaptor sample had come off the end of the actual sampling system sample, on the red three-way stopcock side. The actual lock adaptor sample was found to have some dents on the surface. There was no other anomaly on the remainder of the actual lock adaptor sample. Magnifying inspection of the dents found that they formed a characteristic pattern. Magnifying inspection of the male connector to be attached to the lock adaptor on the actual sampling system sample found it had some abrasions on the rib part, implying that it had had contact with the lock adaptor. To reproduce similar state of the dents on the surface of the actual lock adaptor sample, a factory-retained lock adaptor sample was pinched with forceps and then its surface was inspected under magnification. Dents forming a pattern similar to that on the actual lock adaptor sample were found there. The inside diameter of the actual lock adaptor sample and outside diameter of the male connector were confirmed to be equivalent to those of the factory-retained lock adaptor sample. A review of the device history record and product release decision control sheet of the involved product/lot# combination was conducted with no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. It is likely the actual lock adaptor sample came off due to excessive rotating force applied to it due to a use of forceps to further tight the actual lock adaptor sample. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported a bad connection with the involved capiox device. During set up, when the customer tried to tight one of the lock adaptors attached to both ends of the sampling system, and it came off. The patient was not harmed.